Event description:
The software can corrupt device data during a capacitor reform or battery charge time test. This may lead to inappropriate sensing and pacing, thus resulting in nondetection of arrhythmias, loss of pacing, or inappropriate therapy delivery.